Event description:
It was reported that this pacemaker reverted into safety mode. Technical services (ts) was consulted and stated device will not respond to magnet while being in safety mode and recommended the device to be changed out. The device was explanted and replaced. No adverse patient effects were reported.